Manufacturer narrative:
The device analysis report is attached. This report is submitted on march 16, 2021.

Manufacturer narrative:
This report is submitted on february 16, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020. The patient has not been reimplanted with a new device as of the date of this report.